Event description:
This lead was implanted on (B)(6) 2005 and remains implanted up to this date. A call to technical services placed on (B)(6) 2013 indicated that noise was noted on this ra lead. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).